Manufacturer narrative:
Nurse call cable, power inlet connector. The reason for the serialization starting with (B)(4) is to provide clarification following a change in stryker's electronic complaint systems.

Event description:
It was reported by service report that the bed had no power and the nurse call cable was pulled out of the cable connector. The customer reported that there was pt involvement. However no adverse consequences were reported.